Event description:
It was reported on (B)(6) 2012 that the patient's implantable neurostimulator (ins) was removed and replaced on (B)(6) 2012. The reason for the ins being removed was unknown. Additional information received on (B)(6) 2012 reaffirmed that the patient's ins was explanted on (B)(6) 2012. The reason for its removal was still unknown. The patient recovered without sequelae. Additional information received on (B)(6) 2012 reported that the patient's ins was providing no therapeutic benefit. The ins was causing pain at the implant site. Surgical intervention involved the ins being explanted. It was noted by the physician that the device was actually explanted on (B)(6) 2012, and not (B)(6) 2012 as initially reported. Hospitalization was required, and no patient injury was reported.

Manufacturer narrative:
Product ID: 3093-28, lot#: v066806, serial#: implanted: 2007 (B)(6), explanted: product type: lead, product ID: 3037, lot#: serial#: (B)(4), implanted: 2007 (B)(6), explanted: product type: programmer, patient. (B)(4). Analysis of the implantable neurostimulator (ins, model#: 3058, serial#: (B)(4)) found no significant anomaly. Good stable output on all electrode pairs was noted. Analysis of the lead (model#: 3093-28, lot#: v066806) found no significant anomaly. It was noted that the lead was cut through and the product was segmented (during surgical explant). It was further noted that a system test with the ins yielded good stable output on all electrode pairs.